Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with injection vancomycin (2 g per day; route and duration not reported) and fortum (1 g per day; route and duration not reported) for peritonitis. The day following the hospital admission, the patient was discharged. Action taken with therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.